Event description:
The core impaction drill overheated while being tested by a service technician at manufacturer's site. There were no adverse consequences reported.

Manufacturer narrative:
During quality eval it was found that the device was overheating.